Event description:
Reportedly, the oxygen sensor giving low oxygen alarm. Malfunction did (not) occur during pt use. The oxygen sensor was replaced, which resolved the reported issue.

Manufacturer narrative:
(B)(4).